Event description:
The physician attempted to use a fox pta catheter in an arteriovenous (a-v) fistula dialysis graft however it is unclear as to what procedure the physician was trying to accomplish. It was noted that the device was begin used in an "off label procedure." It was reported that the balloon burst upon inflation at twenty (20) atmospheres. The physican was retrieving the device when the device "got stuck at the graft opening/entry point of the a-v fistula." The physician then "pulled the balloon stretching it resulting the tip of the balloon breaking off" the physician was unable to locate the tip of the catheter therefore the tip remains in the pt. Reportedly there was no pt adverse events and the pt was discharged to home on the same day.